Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's device will not be explanted at this time. The recipient is scheduled to be implanted in the contralateral ear. This is the final report.

Event description:
The recipient is reportedly experiencing poor performance. Programming adjustments were made, however, the issue was not resolved. Revsion surgery is under consideration.